Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qjeb, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type :lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient underwent a lead revision and the issue was likely due to caregivers dropping the patient. The instance was confirmed with an x-ray. It was unknown when the issue occurred. The patient was noted to be quadriplegic and communicated through a computer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.